Manufacturer narrative:
Please note that this device (scuba co-cr) is not marketed in the united states; however, it is similar to the united states marketed device (scuba billary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
It was reported that a physician was attempting to use a scuba co-cr stent to treat a lesion in a patient with 70% stenosis, moderate calcification and tortuosity. Lesion was located in the iliac artery. No abnormality noticed during inspection prior to use. During the operation, the scuba stent dislodged. The device was removed from the patient. The physician replaced it with new stent to complete the operation. No patient injury reported as a result of the event. The device was removed from patient. No patient injury and patient is reported to be doing well.

Manufacturer narrative:
Dislodged stent was removed with delivery system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.